Manufacturer narrative:
The report event of lead migration/ ineffective stimulation cannot be confirmed with product testing alone. As received, the octrode lead passed electrical testing.

Event description:
It was reported the patient reported the scs system stimulation was not in the pain area and the pain increased after a fall. X-ray images showed the scs lead migrated. Surgical intervention was taken and the patient's scs lead was successfully replaced. Postoperative, stimulation therapy was restored and the pain was reduced.